Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance syringe inflation device was used during an endoscopically performed biliary drainage (epbd) procedure performed on (B)(6) 2025. During the procedure, pressure gauge did not move. The procedure was completed with another alliance syringe. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.